Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with loud noise coming from their motor. The customer states that the device is very loud when it's pumping. The customer states they have not received any alarms. The customer's blood glucose level at the time was unknown. The customer was inquiring about receiving a new pump. Nothing is being replaced or returned at this time.